Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50 serial: (B)(4), batch: 17925212/17925212. Additional suspect medical device components involved in the event: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch: 17901803/17901803.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent explant procedure. Nothing will be returned. No further information has been obtained despite good faith efforts.